Manufacturer narrative:
A bci field service engineer (fse) visited the site on (B)(4) 2010, and thoroughly inspected the analyzer. The sample probe height was too high (15.5 mm instead of 14.5 mm). The fse adjusted sample probe height to the specifications. No detergent was supplied to the mix wash station. The fse replaced the faulty detergent solenoid valve. The root cause was a faulty detergent valve.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously elevated cholesterol results generated on au5431 chemistry analyzer for two patients. The results were reported out of the laboratory. Subsequent testing produced results within the normal reference range, and the corrected reports were issued. There was no effect to the patients or user.